Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the stimulator system was removed in (B)(6) of 2013 due to an infection in the back. No further complications were reported/anticipated. Relevant medical history includes spinal pain.